Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarm compromised force sensor. Customer's blood glucose at time of incident was unknown. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap is protruded. The customer doesn't recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced. Customer declined to troubleshoot for motor error since pump is being replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was unknown. Customer declined to troubleshoot for high blood glucose because of compromised force sensor alarm. Customer is feeling fine at this time.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime and alarmed motor error during basic occlusion test due to loose protruded drive support disk. No a33 alarm noted. The insulin pump passed idle current test, run current test, displacement test and rewind. Unable to perform self-test, off no power test, a21 error test, occlusion test, no delivery test due to prime anomaly. The motor passed motor test. The insulin pump had cracked display window and cracked reservoir tube lip.